Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 273mg/dl. The customer was assisted with reviewing the pump settings and everything appeared normal. The customer states they ran test on the pump and it passed. The customer mentioned being on 10 different types of meds, and were awaiting the doctors analysis on the effects of the meds and their blood glucose levels. No further assistance provided at this time.